Event description:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the previous or initial MDR submitted on january 12, 2026, was filed inadvertently. The correct date uf/importer became aware of event (f6) and report sent to manufacturer (f13) is december 15, 2025; not december 16, 2025, as previously reported. Per the clinic, the patient experienced an open wound and infection at the implant site, and subsequently was treated with IV antibiotics (specific date and duration not reported). During the explant surgery on november 13, 2025, the wound was repaired and the surgical site was irrigated with antibiotic solution.